Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent lead explant procedure. The explanted device will not be returned per facility policy.